Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2020, product type: catheter. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified tears/coring in the cup of the connector. Leaking was seen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code pertains to the pump; conclusion code pertains to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2.6 mg/ml at 2 mg/day) and prialt (6.3 mcg/ml at 5 mcg/day) via an implantable pump for an unknown indication for use. It was reported in (B)(6) 2019, the pump's alarm was activated during the night, and the pump's logs showed a motor stall with spontaneous restart of the pump some time later. The pump was refilled on (B)(6) 2020, and the pump was working properly. During the night of (B)(6) 2020, the pump's alarm was activated again, and the pump's logs showed a motor stall. The pain symptoms returned and an IV treatment was put in place. The pump was replaced on (B)(6) 2020. The issue was resolved, and the patient status was alive - no injury. There were no contributing factors observed (no MRI). The pump would be returned. Further complications were not reported.